Event description:
This nurse has allergy with increasing severity to oat gloves provided by the hospital. This nurse has history of allergic reaction to oat gloves provided by hospital. There was one occurrence that resulted with me going to the emergency room. Any form of contact or even close contact with these gloves causes severe reaction: facial swelling, welts, rash. The oat gloves should not be provided to the operating room with the increased chance of exposure resulting in more severe reaction.